Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that during the implantation of the implantable neurostimulator (ins), the lead component could not be inserted into the top channel of the header block (for electrodes #0 to 7). The setscrew was backed out some but the lead still would not go in the channel. It was also attempted to slightly rotated the lead during insertion but this was unsuccessful. Nothing on the lead was present, visually, that would stop it from being inserted into the channel. It was reported that the lead could be inserted into the lower channel of the header block (for electrodes #8 to 15) with no issues. A new ins was then used which resolved the lead insertion issue. Additional information received 8 days later clarified that the lead would advance as far as the first 2 to 3 electrodes but no further. Using a wrench in the 0 to 7 channel did not help. It was confirmed that the ins never used in the patient. No patient injuries were reported with the event.

Manufacturer narrative:
Analysis of neurostimulator model 37714 serial # (B)(4), showed a deformed #1 balseal. A known good lead could not be inserted past the #1 balseal connector and #1 balseal spring appeared deformed on x-ray. It was noted that a known good lead could be inserted into the #8-15 connector port. No electrical testing was since the device was not used functionally in the field and that the complaint was related to a lead insertion issue (this also preserved the original condition of the #1 balseal spring).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.